Event description:
It was reported that the subject device had no image. The event occurred during set up before an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector contact corrosion, connector water seal failure, water ingress inside adapter, water ingress in charge coupled device unit. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined and for the additional reportable findings, the most probable cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.